Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure at l5-s1. It was reported that the inner sleeve popped off of the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features. Evaluation with sample solera mas was unable to be removed when angled at maximum angulation and manually bend stress loading. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6): the devices have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features. Evaluation with sample mas was unable to be removed when angled at maximum angulation and manually bend stress loading. Dimensional examination of the inner m12 major diameter confirmed conformance to specification. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure at l5-s1. It was reported that the inner sleeve popped off of the screw. It was reported that the surgery was converted into a mini open procedure. No additional patient c omplications were reported.